Event description:
It was reported the patient never had therapeutic effect. The pump was being explanted on the day of report because the pump was not helping the patient. There was no suspected issue with the pump, the pump was working. Additional information received later reported the patient was druggy. The cause of the event was fentanyl programmed incorrectly. The event was attributed to the programmer and drug effects. Fentanyl was to be programmed at 125 mcg/cc and was found to be 25 mcg/cc. Fentanyl was programmed at 25 cg/cc instead of 125 mcg/cc. The patient had too much medication given, due to incorrect programming. The patient recovered without permanent impairment. The pump was used to infuse fentanyl and bupivacaine. The information initially received by the manufacturer reported the patient never had therapeutic effect. The follow-up received reported the event was due to due to a programming error that caused the patient to receive too much medication. The manufacturer acknowledges this is conflicting or unclear. Further follow-up was conducted for clarification; if addition information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).